Manufacturer narrative:
Section b3: date of event is estimated. The event of ipg revision was reported to abbott. The ipg was relocated due to pain caused by weight loss. Therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced pain at ipg site after recently losing 15 pounds. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was moved from the left hip to the right hip. Therapy was restored post-op.